Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s battery was over discharged. Factors that may have led or contributed to this issue was the patient lost weight and had difficulty charging. The patient also stated that they had never had good coverage on their left side. The rep was able to start the battery using the antenna locate feature. The rep instructed the patient to contact their implanting surgeon for a consult regarding the poor coverage and difficulty charging due to their weight loss. It was indicated that the issue was not resolved at the time of the report. No surgical intervention had occurred or was planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that rep suggested that the patient make an appointment with implanting or trailing physician for a consult and repro. Rep has not heard back from the patient. Information was confirmed with account. No patient symptoms or complications were reported in this event.